Event description:
The device was used during a laparoscopic splenectomy procedure. Reportedly, bleeding occurred at the staple line. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.